Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and manufacturer's representative via mpxr (mobile product experience report) regarding an (B)(6) female patient receiving gablofen (baclofen) 2000mcg/ml at 150mcg/day via implanted infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. An alarm was heard and the patient came in to the hcp office for interrogation, at which point multiple stalls and recoveries were noted starting about a week prior to (B)(6) 2015 (around (B)(6) 2015). No symptoms were reported. The pump was explanted and replaced on (B)(6) 2015 and was returned to the manufacturer on 2015-8-11. The issue was considered resolved and the patient was alive with no injury. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Eval code-conclusion was updated for the pump.